Event description:
The end user reported that during bout of "severe diarrhea" she experienced leaking and bleeding at the stoma. The bleeding has since stopped, however, the pt reported redness to the peristomal skin.

Manufacturer narrative:
No sample was returned for analysis. An analysis of trends for complaints of this nature showed no trends that would conclude the product did not meet specification, perform as intended and/or identify a root cause. No further actions are required, and the complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected.